Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). To date, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Device has been explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: this device has been explanted and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.